Manufacturer narrative:
Patient information is unknown. It is unknown when device became twisted. Additional procode: kwq. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter contact information is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle reconstruction on (B)(6) 2018, the tip of the t8 stardrive screwdriver shaft was not holding the screws and was twisted. Procedure outcome was not reported. It was unknown if there was a surgical delay. There was no patient consequence. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).